Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Caller reports that during a (B)(6) study the following coaguchek s/laboratory results were obtained: 2.5 inr/2.0 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.